Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated that the issue will occur after daily maintenance is performed on the analyzer. The field service engineer checked the ise blocks and could not find anything wrong. The engineer stated there may have been contamination of a reagent used for analyzer cleaning maintenance. The customer ran controls and all results met specifications. Operational and mechanical checks passed. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted in a na value of 126 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 134 mmol/l. A corrected report was issued. The na electrode lot number was m30, with an expiration date of 08-feb-2022.